Event description:
On (B)(6) 2013, a maquet service technician received a report from hospital (B)(6) that cardiohelp unit (B)(4) turned itself on, illuminating the red emergency button and keypad. The cardiohelp display remained dark. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Cardiohelp sensor panel (B)(4)with defective capacitor was retrofitted with new sensor panel (B)(4).